Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their treatment. The patient had contacted ts to troubleshoot an ¿m31 air detected in cassette¿ alarm that occurred in drain 3 of 3 during their treatment, prior to discovery of the fluid leak. The patient was unable to bypass the alarm, and therefore ended the treatment. When the patient opened the cycler door to remove the cassette, they reported seeing fluid leak out from the cassette compartment. There was no reported damage found on the cassette and the cause of the leak was unknown. The patient completed their treatment by performing a manual drain after disconnecting. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. Upon follow-up, it was confirmed that the patient informed their peritoneal dialysis registered nurse (pdrn) of the event. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The replacement cycler was received, and the patient was continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was reportedly available to be returned for evaluation as well.

Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During disinfection of the sample, a leak was traced to the backside of the cassette (on the cassette film). During visual inspection of the device under a microscope, a small hole was identified in the cassette film. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. No nonconformance reports or other abnormalities during the assembly of this lot were found. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Due to the hole identified on the cassette film and the leak that occurred during disinfection of the device, the investigation into the complaint was able to confirm the reported event. However, a cause for the reported failure could not be determined.